Event description:
Persistent air influx from the apex and I was concerned that this was related to the incomplete o ring seal. I then unlocked the locking clip and rotated the device to hopefully obtain a better o ring seal, but this did not improve the situation. After discussion with our abbott rep, we felt that there was sufficient concern about device issue that we should place a different pump. We therefore proceeded with assembling a new pump and ended up removing the previously placed device and replacing the driveline of the new device as previously described.